Event description:
An optometrist reported that a pt was diagnosed with superficial corneal infiltrate with small epithelial breakdown in the left eye associated with extended wear of focus night & day lenses. The pt initially presented in 2003 with foreign body sensation, light sensitivity, mild pain, watery discharge, & mild redness/injection. No culture was taken. Prescribed ciloxan & lotemax. At follow up visit 4 days later, infiltrate had completely resolved, with no scarring & no reduction in visual acuity. Meds discontinued and lens wear resumed. No further info is available at this time.